Event description:
Nurse entered patient's room and found tube feedings had leaked on patient and bedding. All connections were appropriately done, leaking was noted to be from the valve. This was replaced, and the leaking stopped. The patient's blood glucose was monitored, and no harm came to patient.